Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient was at the ER on the day of the call. The caller stated they had a mobile coffee truck that was not running but the fridge on the truck was plugged in with a 120 power line into the house. It was reported that the patient went to reach for the door on the truck and she felt a tingling in her left arm. The patient tried to use her right arm to get the left on off and the tingling started in her right arm. It was stated that the patient was frozen to the truck. It was noted that the patient had the symptoms of being electrocuted and the patient had pain in her body and right foot. She was freezing cold and her hands felt like they were sun burnt. The caller mentioned that the patient&#38112;leads were up towards a neck in the middle of her spine and the device was implanted for the pain in the patient&#38112;right hand. It was stated that the patient had since turned stimulation off. They also reported not seeing an error message on the patient programmer when they turned stimulation off. The ER stated it was not the truck that caused the issue. It was indicated that the patient had an appointment with their doctor at noon the next day. Additional information received reported that the doctor checked the patient's ins and it was okay.

Event description:
Additional information received on 2016-sept-29 reported that the patient had experienced a strong jolt to the point where it felt like they were being electrocuted. The patient was wondering if that was possible because they felt they experienced it from their mobile coffee truck. It was reviewed that there was a potential for that to happen depending on the patient's surroundings and the amount of electric magnetic interference (emi) that the patient was around. The patient stated that they knew their experience with the jolt from their coffee truck was not due to their implant since their healthcare provider (hcp) confirmed it was not. The patient stated that they were told that their implantable neurostimulator (ins) was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.